Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. Since the surgery the patient experienced weakness of legs, bowel problems and severe pain. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of maude event report mw5040303.